Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. On an unreported date in the same month as the onset, the patient had been to the out patient department (opd) due to the event. On an unreported date in the same month, the patient was treated with an unspecified antibiotics (further details not reported) for the event of peritonitis. It was reported that during the use of antibiotics, the patient visited opd again. At the time of this report, the patient was recovering from the peritonitis and pd therapy was ongoing. No additional information is available.